Event description:
A us distributor reported that a monitor displayed check therapy electrode messages and a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy electrodes/service code 204) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.